Manufacturer narrative:
The device was evaluated by the manufacturer. It was found to function within all factory specifications. The cause of the reported failure could not be determined.

Event description:
Upon completion of the procedure the patient's elbow swelled with fluid. The patient reported that they felt a little stiffness. The doctor completed an ultrasound of the area and determined that the swelling was outside of a joint space. He then decided that a surgical procedure was to be completed to confirm that the fluid was saline and not blood. A surgical aspiration of the fluid found that it was saline, no blood was found. The doctor reported that he felt that the console was irrigating at a rapid pace in comparison to his previous experience.